Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united kingdom notified biomérieux of an organism misidentification in association with vitek ms instrument (ref. (B)(4), serial number (B)(4), as compared to vitek 2 gp ID test kit. Customer recently identified an isolate 1303236188 suspected as a possible staphylococcus. When initial testing was performed it was indicated to be latex positive indicating a possible staph aureus. When tested by vitek ms it identified as 99.9% staph aureus. The customer was concerned as it did not have the usual appearance on agar the following day and failed to produce sensitivities on routine agar. Following these concerns they proceeded with vitek 2 gp ID card suspecting an erroneous result via vitek ms. The gp ID card yielded an 86% confidence identification of aerococcus viridans and therefore deemed not significant for the site of examination. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in the united kingdom notified biomérieux of an organism misidentification in association with vitek ms instrument (ref. (B)(4), serial number (B)(6)), as compared to vitek 2 gp ID test kit. Context vitek ms mode : ivd kb version : unknown issue type : discrepant results between vitek ms and vitek 2 gp card vitek ms result : single choice to staphylococcus aureus (6 times) other method : -vitek 2 gp card : aerococcus viridans -it was confirmed as a staphylococcus aureus using gram staining and latex tests (despite its irregular appearance) expected ID: unknown, no reference method was performed culture conditions : -specimen : swab of an amputation site -culture media : blood agar plate -incubation : co2, 16hrs -spotting tool : vitek pickme investigation: *************** ** batch history record and complaint trend analysis** there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. **investigation results** in order to confirm the cause of the issue, additional data has been asked to the customer. Local customer service has tried multiple attempts to retrieve the customer¿s data without any success. In addition, customer has discarded all culture plates, further investigation on the strain is therefore not possible. Consequently, based on the rules for closure of the procedure 026816 rev. 16.a, decision was made to close the investigation due to impossibility to investigate further. However, based on the additional information provided, it could be a staphylococcus aureus meaning that there had no malfunction with vitek ms: -it was confirmed as a staphylococcus aureus using gram staining and latex tests (despite its irregular appearance) -pictures attached indicates that the sample was tested 6 times with vitek ms and it gave 6 single choice to staphylococcus aureus customer stated that identification issue may have been due to poor growth and sensitivity problems with this isolate. In addition, it seems that customer used cultures of 16h00 of incubation, the recommended incubation time for bacteria is 18 to 72 hours. Conclusion: ************* root cause is unknown